Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely angulated aorta, greater than 60 degrees. The device was implanted in the pt and the delivery system discarded. The physician was aware that this was outside the IFU. The device was successfully implanted. At the end of the case there was a severe indentation in the proximal neck. The physician showed to implant two stents from another manufacturer in the iliac limbs extending into the proximal body of the graft to straighten out the kink. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation, results: (graft kink/occlusion), (severely angulated aorta), severely angulated aorta, greater than 60 degrees). Evaluation, conclusions: lack of effectiveness (severely angulated aorta), severely angulated aorta, greater than 60 degrees).

Manufacturer narrative:
(B)(4) inherent risk of procedure (death, renal failure).

Event description:
Additional information was received: the patient had a known type b dissection. Both internal iliac arteries had been coiled and covered at the time of the procedure making the kidney transplant complex. It was reported that after the stent graft placement, one of the renal arteries was filling from the false lumen; however, the patient went into renal failure and required a kidney transplant. The patient expired after the kidney transplant. A conduit was required for the kidney transplant and the conduit ruptured and that was the cause of death.